Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass, while on half of the procedure, the doctor referred that there was a failure in the device¿s ¿hermeticity¿, quality was very low. There w as a leak before the surgery was completed. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received four photographs of two devices. The first photograph depicts the devices in a bag. The second photograph depicts the expiration label. The third photograph depicts the reorder code of the device. The fourth photograph depicts another view of the expiration label. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned products noted that the circular seals, cannulas, trocars and envelope seals appeared intact. Pmv performed functional testing, the devices passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.